Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol kugel patch(device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgeries; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1) on (B)(6) 2002. It is alleged by the patient's attorney that patient underwent surgery for implant of an unspecified bard/davol composix kugel patch (device #2) on (B)(6) 2011. It is also alleged by patient's attorney that on (B)(6) 2011, (B)(6) 2018 and (B)(6) 2018, the patient had unspecified injuries related to a defect in the kugel patch (device #1) and composix kugel patch (device #2), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the kugel patch(device #1) and the composix kugel patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."